Event description:
Additional information received indicates the infection has healed. Patient is continuing antibiotics.

Manufacturer narrative:
H6 health effect - impact code was updated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05794. It was reported that the patient experienced an infection at the lead site. Reportedly, patient had fever. Surgical intervention took place on (B)(6) 2021 wherein the lead and extension were explanted to address the issue. Patient was hospitalized and received IV antibiotics to treat the infection.

Manufacturer narrative:
Date of event is estimated.